Event description:
It was reported that during a polyp treatment procedure, a sheath separation occurred. A rotatable snare oval 13mm had been selected and advanced to treat an unspecified polyp. While attempting to release the snare, the outer sheath became separated from the handle. The device was removed from the patient by unspecified means. The procedure was completed with another rotatable snare oval 13mm. There were no patient complications reported with the patient's current condition listed as "good".